Event description:
Boston scientific received information that during the initial implant of this lead, the physician was unhappy with location, so as he was repositioning it for better placement, he noticed that there was insulation abrasion from the stylet that created a slight hole in the lead body. As a result of this damage, the lead was not used, and another lead was successfully implanted in its place without incident.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned. The conductor coils were found to be separated at 245 mm from the terminal pin. There was an indentation in the insulation at 248 mm from the terminal pin, as well as dried body tissue entwined in the helix. This damage was determined to be procedurally induced. Electronically, lead was found to be with in specification.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.